Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating that they met with the patient and their wife to review the recharging process. The patient's wife needed a little guidance in achieving optimal coupling on the left stimulator. The left ins was programmed with higher settings and requires more frequent recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the caller had trouble keeping the left ins charged. The caller stated they had no issues getting the device on the right charged to 100%. The caller said for the 1st month or 2 they were able to get the ins on the left charged to 100% and at the time of the report they could not get the ins on the left charged past 50%. The caller said the patient can't sit still long enough to get the ins on the left side charged to 100%. The caller said lately the ins had been registering low. The caller said they saw the health care professional (hcp) and they said there was not much difference in the settings. One side was 3.0 and the other was 3.5. The caller said the ins on the right could go a whole week and not be down to 50% and if she waited a week to charge the ins on the left, there wouldn't be anything left in the device at all. The caller said when she charged the ins on the right, she got all the coupling boxes shaded right away. The caller said when he charged the ins on the left it took 3-4 minutes to get the coupling boxes shaded. Then when the caller walked away, the patient lost coupling without moving. The caller stated she did not always use the same implantable neurostimulator recharger (insr) on the left side; the patient just grabbed and insr and used it. The caller mentioned the patient fell a lot. The caller stated the next appointment with the hcp was in (B)(6) 2019. No symptoms or complications were reported or anticipated.